Manufacturer narrative:
Device evaluation of batteries sn (B)(4) and (B)(4) have been completed. The reported problem (over heating) has been confirmed. Upon investigation the battery was unable to recharge or power on a monitor. The f1 fuse was open. The cause for the open fuse was excessive current. The root cause of the loose busbar cannot be positively identified. No adverse events occurred due to the defective battery.

Event description:
A us distributor reported that an italian patient's batteries were not functioning.